Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a temperature alarm while the pump was in normal temperature conditions. The customer's blood glucose level reportedly ranged from 100-212 mg/dl. Reportedly, the customer loaded a new cartridge successfully and resumed insulin delivery.